Manufacturer narrative:
The device was received with button error alarm and had unresponsive act buttons due to corroded keypad traces. Unable to perform self-test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify low reservoir alarm due to unresponsive button.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed button error and low blood glucose event. The customer¿s blood glucose was 36 mg/dl at the time of incident. Customer stated that the insulin pump alarmed button error and the buttons were unresponsive. Button error troubleshooting was performed and confirmed that time is not advancing. Customer had a low blood glucose of 53 mg/dl and 36 mg/dl and treated glucagon shot. No low blood glucose troubleshooting was performed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.